Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that two spin screws came apart as they were placed into a pt during foot surgery. The bone was pre-drilled; the power drill was not used. One of the screws was removed. The stem of one screw remained in the pt. The 2.5mm screws were used as replacements. The length of the procedure was prolonged by about 45 minutes.